Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade

Event description:
It was reported that during an unknown procedure, while transecting the cervix the tip became broken off and fell into the patient. The piece was retrieved laparoscopically and removed through the trocar. Another device was used to complete the procedure. No adverse consequences reported.

Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2010. Less than one minute into the procedure, the blades seized and stopped rotating. Another like device was used and there were no adverse pt consequences.